Event description:
According to the implant summary card, allograft 11002299 sgpv00 was implanted on (B)(6) 2019. The explanted allograft 6165559 pv00, was originally implanted on (B)(6) 1998 additional information: the pv00 with serial number (B)(6) was explanted on (B)(6) 2019 due to endocarditis. A ross procedure was performed.

Manufacturer narrative:
According to additional information, the pv00 was implanted in a 13.7-year-old (doc: (B)(6) 1984) male patient during a ross procedure on (B)(6) 1998. The pv00 was explanted due to endocarditis after 20.9 years on (B)(6) 2019 when the patient was 34.7 years of age. Young and middle-aged adults requiring aortic valve replacement (avr) represent a challenging patient population. There is an increasing body of evidence that suggests the ross procedure is associated with better long-term outcomes compared with conventional aortic valve replacement in young and middle-aged adults due to superior hemodynamics, no need for anticoagulation, and improved quality of life (mazine 2018). In addition, the ross procedure is the only avr option that has been shown to restore normal life expectancy to that of the general population (mazine 2018). Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Reports of pulmonary allograft valve endocarditis after the ross procedure have been reported in the literature. In a series of 212 ross patients by david et al., 2 patients developed endocarditis in the pulmonary homograft, with freedom from endocarditis of 96.8% at 20 years (david 2014). A similar series of 208 ross patients by mazine et al. Reported 5 cases of pulmonary homograft endocarditis. Of these, 3 were successfully treated with antibiotic therapy alone and 2 required surgical reintervention which consisted of a new pulmonary homograft implantation in both cases (mazine 2016). Seven patients underwent pulmonary homograft reintervention, of which 2 were due to endocarditis. Actuarial freedom from pulmonary homograft reintervention (including 2 cases of endocarditis) was 93% at 20 years (mazine 2016). The incidence of right-sided infective endocarditis ranges from 5 to 10%, and the vast majority affects the tricuspid valve (ranjith 2013, miranda 2015, witten 2018). Pulmonary valve (pv) infective endocarditis (ie) is a rare entity, accounting for 1.5% to 2% of ie cases (miranda 2015). Published literature describing characteristics of patients with pv ie is limited to few case series and case reports, some published >25 years ago (miranda 2015). Witten et al. Assessed outcomes for 134 patients with right-sided endocarditis from the cleveland clinic, of which only 5% (n= 7/134) affected the pulmonary valve (witten 2019). Of these 7 patients, 2 were cases of pulmonary allograft endocarditis in patients that had undergone a previous ross procedure. Indications for the previous ross procedure were aortic valve endocarditis (n= 1) and congenital heart disease with no prior history of endocarditis (n= 1; witten 2019). Miranda et al. Performed a retrospective review of all adult patients (=18 years) evaluated at the mayo clinic for prosthetic pulmonary valve endocarditis (ppv) or right ventricle to pulmonary artery conduit (rvpac) endocarditis between january 2000 and may 2015 (miranda 2016). A total of 17 adult patients with ppv/rvpac ie were identified, all of which had a prior diagnosis of congenital heart disease (miranda 2016). Of the 17, 2 had undergone a previous ross procedure, one had received a pulmonary homograft rv-pa conduit and one had received a xenograft rv-pa conduit. There was one additional patient with a pulmonary homograft rv-pa conduit with a diagnosis of pulmonary atresia + vsd. This is the largest ppv/rvpac ie series and the largest reported adult series performed to date. Most cases of pulmonary valve endocarditis in children are secondary to the presence of a congenitally abnormal pulmonary valve and in adults secondary to intravenous drug abuse (ranjith 2013). Injection drug use is the leading cause of right-sided ie in adults in the western world, and its prevalence is increasing in the current opioid epidemic (miranda 2015, miranda 2016, ranjith 2013, witten 2019). However, prevalence of other predisposing conditions such as congenital heart disease (miranda 2015) and repaired congenital heart disease are increasing (witten 2019). Other risk factors include male gender, central venous catheters, alcoholism, immunosuppressive therapy, and cardiovascular implantable electronic devices, such as pacemakers and pacemaker leads (miranda 2015). Explant of a pulmonary homograft used to reconstruct the right ventricular outflow tract in a ross procedure due to pulmonary valve endocarditis has been reported in the literature. Congenital heart disease and IV drug use have also been reported as significant risk factors for prosthetic pulmonary valve endocarditis. Endocarditis is a known complication associated with the use of any prosthetic heart valve and is listed as a potential adverse event in the cryovalve instructions for use. Due to the limited available information, a definitive root cause cannot be determined. However, prosthetic pulmonary valve endocarditis in an adult patient is often associated with chronic intravenous drug abuse or those with congenital heart disease. Given the length of time following implant, the endocarditis is not likely to represent an allograft derived infection. Endocarditis is a known potential adverse event associated with the use of any prosthetic heart valve. Adequate precautions are provided in the instructions for use. No further action required. Graft (B)(6) was not returned so no direct observations can be made. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. According to the processing records, this graft did not contain any attributes that would have rejected the graft. A review of training records indicates that the technician who inspected this graft at packaging was appropriately trained for the task performed. Root cause is unknown. No further action required at this time. The certificate of assurance for pulmonary valve and conduit (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No findings were identified that could have contributed to the reported event. No further action is needed. The IFU lists endocarditis as a potential adverse event that may occur with the use of cardiac grafts. No new risks were identified during the course of the risk complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the implant summary card, allograft 11002299 sgpv00 was implanted on (B)(6) 2019. The explanted allograft 6165559 pv00, was originally implanted on (B)(6) 1998. Additional information: per rep voicemail on 10/04/2019 at 12:57 pm est. The pv00 with serial number (B)(4) was explanted on (B)(6) 2019. Due to endocarditis. As ross procedure was performed.